Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that they experienced high blood glucose. Blood glucose reading was 600 mg/dl. The customer stated that the infusion set had bent cannula. The device will not be returned for analysis.